Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that his pacemaker stored episodes showing noise that was oversensed. Technical services reviewed the episodes and agreed the noise appeared consistent with electromagnetic interference (emi) as the signal was 50 hz and was visible on both right atrial and right ventricular channels; however, the patient denied using anything that could cause emi. Technical services discussed the more recent atrial tachy response (atr) episodes were free of noise so it was possible the patient had been in a surgery or hospital environment at the time of the noisy episodes. Lead diagnostics were within normal range. The field representative was not able to ascertain the cause of the noise/emi but did confirm that no pacing inhibition occurred due to the noise. The device remains implanted and in service. No adverse patient effects were reported.